Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2002 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(6). : the patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic pain, dysplasia, rectocele and enterocele. It was reported that the patient had the concurrent procedures of total abdominal hysterectomy, bilateral salpingo-oophorectomy and enterocele and rectocele repair performed during mesh implantation. It was reported that post insertion patient experienced pain, dyspareunia and urinary problems. No additional information was provided. (B)(4).